Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker replaced the device's system, power and interface pcbs to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.